Manufacturer narrative:
One swan-ganz catheter was received with an arrow introducer and contamination shield attached. There is also a double manifold attached to the proximal injectate hub and a 3 way stopcock attached to the distal lumen hub. The supplied monoject limited volume syringe was also returned. The arrow introducer valve and distal end of the contamination shield are located approximately 45 cm area of the catheter. The catheter passed in-vitro calibration, attenuation and x-talk testing using sat 2 and reflector box . The catheter body was found to have an indentation 45 cm proximal of the catheter tip, at the same location as the proximal end of the arrow introducer and contamination shield. The thermistor and thermal filament were found to function normal. There were no open or intermittent conditions. The thermistor reads 37.2 degrees c when submerged into a 37.1 degrees c water bath. The catheter was able to collect cco data for 5 minutes. Without an error message on both the vigilance I and ii systems. The eeprom check sum matches the computed check sum data. The balloon inflated clear and concentric and remained inflated for 5 minutes. Without leakage. All through lumens were found to be patent and they did not leak. Both thermistor and thermal filament housings were opened and there were no abnormalities observed. Note the pressure monitoring system was not returned with the catheter. Temperature readings were done on vigilance I and ii monitors. Catheter was re-tested on returned scripps vigilance ii monitor. Catheter was re-tested with returned cables. Catheter read 37.2 c in 37.0 c water bath. Catheter ran cco for 5 minutes with no error messages observed. The complaint could not be confirmed during the analysis. The cause of the complaint could not be determined; it is not known what factors may have contributed to this event. A device history record review was completed and documented that the device met specification upon distribution.

Manufacturer narrative:
An investigation was conducted with the data from the (B)(6) data loggers. Analysis of the data found that due to the signal to noise ratio (snr), it takes more time (20+ minutes) for the cco values to average. When ico is performed shortly after start up, the cco values are initially low. If the user reacts to this initial value and disregards cco for the duration of the case, they will not see that it trends up to an expected value after averaging. The investigation results were shared with the customer during an on-site visit.

Event description:
It was reported that the cco swan-ganz catheter gave inaccurate cardiac output and index readings. Reportedly, the event occurred on a patient that was post-operative (heart surgery). Initially the cco catheter was working fine and gave cardiac index readings of 2.5 to 3. The waveforms were "great" and the thermodilution curves were fine. The patient had some challenges but was generally okay. The clinical nurse specialist watched over the case for approximately 1-2 hours post op. He had the nurse do a bolus which showed a cardiac index of 3 but the cardiac index from the cco registered about half the value, despite the low signal to noise ratio. They noted that the patient condition did not match the numbers, so they did not treat based on the values; no patient complications or injury reported. He advised the nurse not to use the cco feature, but indicated a flotrac could be used instead. During a visit with an edwards engineer while the catheter was still in the patient, a bolus was shot and this value matched the index value from the catheter that was displayed on the monitor. Review of the diagnostic logs on site determined that the bolus waveforms were abnormal and the discrepancies in the cco and cci values noted.